Manufacturer narrative:
Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had ischemic bowel and was taken to general surgery for a small bowel resection of 110 cm on (B)(6)2018. The patient unable to move the left arm, and head CT scan showed multiple embolic strokes. Anticoagulation at time of event was aspirin 81 mg and heparin infusion. The patient was to have repeat head CT scan on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists stroke and localized infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. In addition, care instructions in reference to preventing infection are provided throughout various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the ischemic bowel re-sectioning was completed. Repeat CT scan found mildly thick-walled small bowel loops just proximal to the anastomosis and a small amount of ascites which could be seen with ischemic related changes. Small bilateral pleural effusions with bibasilar airspace disease were present, which may be related to infectious and/or inflammatory etiologies. There was also diffuse body wall edema. In response to the stroke, anticoagulation was held immediately. No surgical intervention was taken. The patient reportedly recovered fairly well after a prolonged in-patient stay and completing an aggressive physical medicine and rehabilitation program. The patient reportedly had no notable residual effects and was reported as doing well. And the patient was discharged on an unspecified date and living mostly independently.